Manufacturer narrative:
(B)(4). Batch # m53t65. Additional information was requested and the following was obtained: the surgeon used two white reloads before and then it was the first or second blue reload on the stomach that stuck. First firing didn't ¿click¿ closed but it stayed shut. He decided not to fire it. The device was reloaded with another blue cartridge which did click. It fired. Squeezed and it clicked but didn't open even with gently squeezing button, etc. He used a harmonic device to cut around gun. He used 7 extra blue reloads to create new pouch. There are no photographs or videos available. The thickness of the tissue was normal. What steps were used to try to open gun? Usual squeeze, etc. Pouch size doesn't really matter. It's smaller as a result but should not be a problem. He used ace to cut around the ets jammed gun. He used 7 extra reloads to create pouch. He then sutured over staple line as well. Was there any patient consequence as a result of the procedure being prolonged? Procedure lasted 1.5 hours longer than it needed to, pouch size slightly affected. The analysis results found that the ats45 device was received with the clamping mechanism damaged. In addition two cartridge reloads were received for analysis. Cartridge (a) 6r45b, m5327y was received loaded on the device fully fired and in good visual conditions. Cartridge (b) 6r45b, m5327y was received unfired and in good visual conditions. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke flange was found damaged. The found damage on the yoke can occur when excessive force is applied to the closing trigger in the open direction to overcome extra friction in the jaws as a result of the jaws being clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing.

Event description:
It was reported that during a gastric bypass procedure, upon creation of the pouch, the gun has jammed closed on the stomach. Even though both the handles sprang forward, the jaws would not open. They, therefore, had to excise around the jammed gun. Excised around the jam with another product was the only way to remove the jammed gun. It is unknown how the procedure was completed. There was a thirty minute delay. There were no adverse consequences for the patient reported. Patient is stable.